Manufacturer narrative:
Pt. Info.: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by surgeon that the haptics do not deploy well. Per additional information, the manipulations that surgeon performs are either he tries to take off the haptics with the irrigation and if they are too stuck he must take the manipulator. The lens remains implanted. No further information received